Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation site: cq zuchwil. Selected flow: damage - broken. Visual inspection: the tip of the drill bit is broken off as complained. Approximately 20 mm of the distal cutting tip section has broken off; the broken off portion was also returned for investigation. The cutting edges show signs of use. Document/specification review: the returned drill bit was manufactured in january 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. Summary. The complaint condition is confirmed as the tip of the drill bit is broken off. This production lot conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. A definitive root cause for the drill bit breaking could not be determined. However, based on the provided information we do suppose that the device encountered unintended forces due to some technical issues during surgery and the subsequent applied high forces finally caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 310.509. Lot: 38p6955. Manufacturing site: bettlach . Release to warehouse date: january 24, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery for his right distal radius fracture on (B)(6) 2020. During the surgery, when drilling with drill sleeve at distal hole of the plate, the tip of the drill bit broke. Per surgeon, the drill may have contacted joint surface because the position of the plate was distally. Temporally, the broken drill bit remained in the body. After the surgeon completed osteosynthesis, he made about 2cm incision at dorsal side to remove the broken drill bit and removed the drill bit completely. The time for removing was within five (5) minutes. The surgery was completed within thirty (30) minutes delay. There was not planned prolonged hospitalization due to the extra incision. No further information is available. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1); drill sleeve (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).